Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2240 with a cascading system error 2367 alarm on the homechoice (hc) during initial drain of peritoneal dialysis (pd) therapy while connected to the hc device with a 4-prong automated pd set with cassette. The patient pressed 'go' on the hc before connecting, and was connected at the time of the alarm. The technical service representative (tsr) assisted the hp to resolve the alarm and start over therapy with new supplies. There was no patient injury. No additional information is available.